Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of 29mm sapien3 valve-in-ring in the mitral position by transeptal approach. After valve deployment, it some regurgitation was seen. So that, it was decided to do a viv with another 29mm sapien 3 valve. After this second valve was deployed, the remaining regurgitation was still too big. The anatomy of the patient was not favorable for this approach because it was unbalanced and not orthogonal to the annulus of the valve. Finally, it was decided to go for an open surgery and implant a surgical valve. The final outcome of the patient was good.

Manufacturer narrative:
The investigation is in progress. A supplemental will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05603.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of unknown valvular regurgitation was unable to be confirmed as no applicable imagery or medical report was provided for evaluation. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, the valve was used in an off-label position and procedure (mitral valve-in-thv via transseptal approach). The sapien 3 ultra (s3u) with the commander delivery system (ds) is currently only indicated for mitral surgical bioprosthetic valve replacement, aortic bioprosthetic valve replacement, and native aortic valve replacement. As reported, ''it was decided to do a viv with another 29mm sapien 3 valve. After this second valve was deployed, the remaining regurgitation was still too big.'' In addition, per medical opinion ''the anatomy wasn't favorable for this approach because valve was unbalanced and not orthogonal compared with annulus plain.'' Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Available information suggests that patient factors (anatomical features) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.